Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a software failure involving the networking capabilities of a demo navigation system. The specific issues included failures in the network connection during the pull and push exam process. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID 9735762, (software version: 1.1.0).  H3, h6: the system was serviced in the field. In summary, the network was reset and the query and retrieve function worked normally. Codes b01, c04, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in section e. H3, h6) a software analysis was conducted. As resetting the network settings resolved the issue, it appeared to be a pacs configuration issue and not software related. Previously reported code, b01, is applicable, as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.